Event description:
It was reported the programmer could not interrogate a device, despite changing the programmer rf (radio-frequency) head. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Interrogation was not possible, unless pressure was applied to the connection.